Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had insulin pump was did not working for infusion flow block getting at 20 times in a past 4 days. The customer¿s high blood glucose was 400 mg/dl. The customer was did not performed troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No delivery alarm/occlusion - unknown timing not confirmed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).